Event description:
It was reported that during the acdf procedure for levels c5-c6 on the patient, the fixation screw would not fit in the peek cage. The nitinol locking wire would not cover the screw and the cage's screw hole was deformed. The cage was replaced with other interbody device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device was received in the manufacturer for evaluation. The evaluation is in process. The follow up report will be sent after the evaluation is completed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Device evaluation: implant retaining screws appear to have been implanted in a nearly flat trajectory, as evidenced by the witness marks on the posterior portion of the implant screw boss. The witness marks appear to be approximately aligned in the sagittal plane, as well as relative to the screw boss hole. Witness marks are noted on the nitinol wires, suggesting screws may have come into contact with the anti-migration features during attempted implantation. Due to potential trajectory of screws, screws may not have been fully seated in screw boss pocket, and therefore may not have been fully retained behind locking wires. Additionally, one of the screw boss flanges appear to be deformed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.